Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. The customer reportedly discarded the mcs tip cover accessory. A review of an image provided by the customer appears to show some indentations towards the distal end of the mcs tip cover accessory. Also, there appears to be some potential stretching or separation where the silicone portion ends, but the accessory would need to be returned for inspection to confirm.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure and while instruments were being removed, a monopolar curved scissors (mcs) tip cover accessory was observed to be missing. An abdominal x-ray was performed; however, the mcs tip cover accessory was not found. After the case was converted to open surgery as planned due to the large size of the uterus, the mcs tip cover accessory was found and retrieved from the right iliac fossa. The patient did not return to the hospital for any post-surgical complications. The surgeon did not observe any functional issues with the mcs instrument during the procedure. The instrument also did not collide with other instruments. Additionally, during the procedure, the mcs tip cover accessory appeared to be properly installed on the mcs instrument. No electrolube or other lubricant was applied prior to installation of the mcs tip cover accessory. A reducer was not used and there was no difficulty removing the mcs instrument during the procedure. After the event, the customer did not observe any damage to the mcs tip cover accessory, the mcs instrument, or the cannula.